Manufacturer narrative:
Additional information : the device was manufactured between february 11, 2018 - february 12, 2018. The device was received for evaluation. Bag was cut at the fill port where the customer likely drained the contents and marking found on the area of the alleged leak. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a spike port cap leak at the base of the spike port tubing. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an exactamix 2000 ml eva tpn bag presented a leak coming from the administration port. The leak was identified during compounding. There was no patient involvement. No additional information is available.